Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead was serving as part of temporary pacing system and it was pulled out by the patient; as result patient had an underlying rhythm of ventricular escape. This lead was explanted and it is out of service. No additional adverse patient effects were reported.